Event description:
It was reported the customer had frequent battery changes on their insulin pump. Customer also stated their insulin pump would reject new batteries. It was also found the customer had a crack at their reservoir. Customer's act and esc buttons were also sticking, causing high blood glucose. The customer also reported receiving unexplained no delivery alerts. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.